Event description:
It was reported that the pt experienced weakness and has fallen on more than one occasion. The hcp planned to perform an MRI to check for inflammatory mass. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion. Device that are potentially missing propellant as described in medtronic's physician letter dated may 2008. (Synchromed ii missing propellant recall, dated may 2008, z# pending).